Event description:
It was later reported that the hepatic dysfunction was irrelevant to the device and the event. The elevated ldh/possible hemolysis was thought to have been caused by tazocin-induced hemolysis. The patient was asymptomatic. The elevated ldh/hemolysis resolved when the intravenous tazocin was discontinued.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that physician was inquiring about pump thrombosis as the patients pump speed often drops to the low-speed limit. The patients speed had been fluctuating and their blood test showed possible hemolysis. The patient detected high for lactate dehydrogenase (ldh) at 881 u/l and low for hemoglobin (hb) 6.5-6.9 g/dl. An echocardiogram (echo) was performed with no significant findings. It was additionally noted that, the patient had been recently hospitalized for deranged liver function. Log files were submitted for review for the possibility of pump thrombosis. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The event log file captured routine events throughout. Some power cable disconnect events were recorded, but all were associated with power source changes. The pump log files contained no data suspect of pump thrombus at the time.

Manufacturer narrative:
Section a: patient information was not provided. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was additionally reported that thrombus was ruled out. The source of the patient's infection was recurrent pneumonia.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files could not confirm the reported abnormal fluctuations in speed, and a specific cause for these events could not be conclusively determined through this evaluation. The submitted system controller log files contained events from (B)(6) 2025 through (B)(6) 2025 that primarily consisted of pulsatility index (pi) events. Of note, pi events also cause the pump speed to decrease to the low speed limit, per design, and slowly ramp back up which was observed in the log files. Additionally, in order to create a pulse that mimics native cardiac contractility, the heartmate 3 pump varies its speed 2000 revolutions per minute (rpm) above and 2000 rpm below the set speed 30 times per minute. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist device (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. B are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist device. This section also addresses pump parameters including pump speed. Section 1 also explains that heartmate 3 employs a feature called artificial pulse; although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 revolutions per minute (rpm) above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 4 further explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This cycle repeats as long as pi events are detected. Furthermore, there are no audible alarms with a pi event. The patient handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.